Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: this complaint for a leak was confirmed in the lab. The results of a sample evaluation revealed that the tip of the spike was bent inward. A batch review was not performed due to unknown lot number. A root cause was not identified due to insufficient information. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter (B)(4) reported that a spike was bent while disconnecting from the twin bag to connect to the disconnect cap by the clean flash. The patient tried to complete the process manually with fail. When the patient pulled the tubing, the tubing got cut and leakage had occurred. There was no patient injury or medical intervention. No further information is available.